Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Bg cause was not known. Customer consumed juice and peanut butter crackers to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 49 mg/dl were recorded by continuous glucose monitor (cgm) from 11:29:37 am to 12:14:43 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated. On (B)(6) 2020, at 10:24:51 am, the user made an extended bolus request after overriding the recommended bolus size and declining the recommended correction bolus amount. Overriding the recommended bolus size could lead to a low bg event. Declining a correction bolus could mean the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.